Manufacturer narrative:
Additional information/correction: b5 - patient harm updated to "none". After receipt of additional information and clarification that there had been no patient harm, the complaint was re-assessed and determined to no longer be reportable (no malfunction nor serious injury).

Event description:
Update: information was received which confirmed that there had been no patient harm.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a microspeed uni hi 150 motor. According to the complaint description the handpiece overheated and vibrated. During spinal mass excision surgery the handpiece vibrated, could not perform continous drilling and overheated. Handpiece was replaced and surgery continued. There was no patient harm. This might result in permanent harm to body function or permanent damage to body structure. Additional information was not provided nor available the adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: the device was not provided for investigation. Therefore a investigation of the device itself was not possible. The device quality and manufacturing history records (DHR) have been checked for the available lot number and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number with this error pattern. Based on the provided information and without a product for investigation, a clear conclusion can not be drawn. According to our database, the device was delivered in april 2013. A maintenance / repair was not registered since that date. According to the IFU, a maintenance should take place at least once per year. Therefore, we suspect that the failure is most probably related to wear and tear. Based on the investigations and results of the 8d report no CAPA is necessary.